Event description:
A fixation pin head was removed from the frame and was discovered by the hosp to have the tip chipped off. The hosp could not determine if this happened before, during, or after the procedure. It was learned on 6/6/96 that the pt will undergo MRI at their check up to check for any possible debris. Co did not want to wait for the results to determine if an MDR is needed.